Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an early-morning hypoglycemic event after a prior post-meal hyperglycemia following a large, high-carbohydrate orange juice that was entered as more than a meal while using the ilet, and the event was corrected with oral glucose; device-related problem and component details were not available. Symptoms included confusion and sleepiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.